Manufacturer narrative:
It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off. The device was inspected by a trumpf medical service technician and repaired.

Event description:
While user facility staff was cleaning a trumpf medical surgical light system, the plastic strip of a iled duo's spring arm joint cover became separated and fell after a collision. There were no injuries reported.